Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. The hernia manifested as swelling around the groin area. The patient was not hospitalized for the event. Treatment information was not reported. The patient was reported to be recovering from the hernia. Dianeal therapy was ongoing. Additional information is not available at this time.